Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer stated that the insulin pump had blurry display. Customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with horizontal black lines due to cracked lcd screen. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to display anomaly.